Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation could not be conclusively determined.

Event description:
During an atypical atrial flutter and atrial fibrillation ablation procedure a pericardial effusion occurred. Following ablating the cti ablation line, when a non-abbott catheter was introduced into the patient to perform the transseptal puncture, an effusion in the posterior right ventricle was discovered. The patient also became hypotensive, so a transesophageal echo was ordered to confirm an effusion. Upon confirmation the atrial fibrillation procedure was forgone to perform a pericardiocentesis. Following the pericardiocentesis the interventionalist stated the blood that was drained was consistent with a pre-existing effusion and not an effusion that occurred during the procedure. However, it should be noted that an echocardiography was not performed prior to the start of the case. There were no performance issues with any abbott device.